Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 207 mg/dl at the time of the incident. Customer stated that when she goes to enter the amount of carbs, the buttons are not working and getting stuck. Customer mentioned that when she was trying to do a dual bolus, she kept hitting the keypad and it didn't do anything. After a period of time, it started to work and the customer was able to deliver her bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.